Manufacturer narrative:
Follow up information received on 14-dec-2015: follow-up attempt done without success. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the essure confirmation report claims right essure appeared fractured. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. In the present case the exact date and mechanism of the breakage were not reported. The essure confirmation test performed an unspecified time after insertion, showed the right essure appeared fractured. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempt, no further information was obtained.

Event description:
This is a spontaneous case report received from a physician in united states on 13-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician reported that the essure confirmation report claims right essure appeared fractured. Product technical complaint investigation and final assessment were received on 26-oct-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical issue. However, no medical events were reported. Since no medical events have been reported, a batch investigation with respect to similar ae cases is not applicable. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the essure confirmation report claims right essure appeared fractured. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. In the present case the exact date and mechanism of the breakage were not reported. The essure confirmation test performed an unspecified time after insertion, showed the right essure appeared fractured. Given the nature of this event, causality with essure cannot be excluded. Upon internal review, the following statement was added: this case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.